Manufacturer narrative:
Evaluation method. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a red irritation and wounds under the rear therapy electrodes. The final medical outcome of the irritation is unknown. No indication that the patient received medical intervention. There was no alleged device malfunction.